Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock lead impedances (sli) after showing high, within normal limits on the one-year trend. The health care professional programmed the lead at other coils and sli was high, within normal limits. The rv pace impedance and thresholds are stable. The patient has not had a shock from this device and a defibrillation threshold test was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.